Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Inserted a test p-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. Unit passed displacement, and self tests. Attempt to upload the unit¿s history and trace files using thus was successful. The trace file lists the following pump errors that could potentially trigged a critical pump error (open book image): pump error 63 (variableinfo = 0x15 hex = 21) occurred on 02/21/2023 @ 21:29:32 & 21:39:45; pump error 4 occurred on 03/23/2023 @ 20:08:50 & 20:09:03. The case was cut open. After visual inspection, did not note any signs of previous moisture presence inside the reservoir compartment, on the motor slide or on the motor itself. In summary, the customer¿s report of water exposure and a crack in the case both were not confirmed. Pump error 63 (variableinfo = 0x15 hex = 21) and pump error 4 are due to hardware errors. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the pump was turned off after pump fell into the water and noticed a crack on the back of the pump. Troubleshooting was partially performed, and the buttons or keypad was responded. No harm requiring medical intervention was reported. The customer will discontinue using the device. The pump was returned for analysis.